Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-13712. It was reported the patient experienced ineffective therapy with their recently implanted cervical system. X-ray diagnostics discovered the patient's lead had migrated. Additionally, the surgeon noted the patient had a possible infection at the ipg site. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue. Patient was discharged and prescribed oral antibiotics. All issues have resolved at this time.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics and the infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.